Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient queried nickel content in resolute integrity stent. No details of an adverse event were reported, however, patient stated having an allergist.